Event description:
After inserting the surgical staples reload, the ethicon endo-surgery echelon flex powered plus articulating endoscopic linear cutter (stapler) could not be tested because it would not engage. A new reload was inserted with the same results. A new ethicon endo-surgery echelon flex powered plus articulating endoscopic linear cutter was then opened, and used without any further issues.

Event description:
After inserting reload, the covidien lp tri-staple 2.0 surgical staple loading unit could not be tested because it would not engage. A new reload was inserted with the same results. A new tri-staple 2.0 surgical staple loading unit was then opened, and used without any further issues.

Event description:
After inserting reload, the covidien lp tri-staple 2.0 surgical staple loading unit could not be tested because it would not engage. A new reload was inserted with the same results. A new tri-staple 2.0 surgical staple loading unit was then opened, and used without any further issues.